Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump alarmed clock monitor frequency error during self-test due faulty u-7 on interface board. The pump was received with corroded radio frequency board. The pump was received with missing endcap sticker and o-ring. The device was received with cracked case at the display window corners, cracked case at reservoir tube window corners, and reservoir tube window. The pump was received with broken reservoir tube lip and battery tube threads. The pump was received with minor scratches on lcd window. The pump was received with corroded battery tube.

Event description:
The customer reported via phone call of issues with clock monitor frequency error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the buttons are unresponsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.